Event description:
It was reported that the ventilator had no flow while connected to the patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported.